Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® 9nc 0.129 m plus blood collection tubes were overfilling. The following information was provided by the initial reporter: material no. 363080, batch no. 9043983. It was reported that the tubes have been overfilling since (B)(6) 2018. (2 of 2) date of event: unknown. Customer called to report tubes are overfilling. No specific occurrence date has been happening for a while, requesting replacement with different lot.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes were overfilling. The following information was provided by the initial reporter: material no. 363080 ; batch no. 9043983. It was reported that the tubes have been overfilling since (B)(6) 2018. (2 of 2) date of event: unknown. Customer called to report tubes are overfilling. No specific occurrence date has been happening for a while, requesting replacement with different lot.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® 9nc 0.129m plus blood collection tubes were overfilling. The following information was provided by the initial reporter: material no. 363080; batch no. 9043983. It was reported that the tubes have been overfilling since august 2018. (2 of 2) date of event: unknown. Customer called to report tubes are overfilling. No specific occurrence date has been happening for a while, requesting replacement with different lot.

Manufacturer narrative:
The following fields have been updated due to additional information: d.4. Medical device lot #: 9043983; d.4. Medical device expiration date: 2019-08-31; h.4. Device manufacture date: 2019-02-12. D.4. Medical device lot #: 8276550; d.4. Medical device expiration date: 2019-04-30; h.4. Device manufacture date: 2018-10-03. H.6. Investigation: investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for overfill with the incident lot was not observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. There was no testing completed on lot 8276550 due to the lot being expired. Investigation conclusion: based on evaluation of the customer and retain samples, the customer¿s indicated failure mode for overfill with the incident lot was not observed as all samples met the required specifications. There was no testing completed on lot 8276550 due to the lot being expired. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.